Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. The ipp was replaced, and there were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. The ipp was replaced, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found wear at multiple folds in the proximal, middle, and distal parts of the cylinder. The pump kink resistant tubing (krt) was worn to the filament, and the pump did not pass the activation and valve active state testing. Microscopic examination of the reservoir found there was wear at a fold in the reservoir shell and the krt was worn to the filament. Both cylinders, the pump, and the reservoir passed the leak testing performed. Based on the information, the reported observations were able to be confirmed.